Manufacturer narrative:
The device has been returned to nevro and it is pending analysis.

Event description:
It was reported to nevro that while the ipg was being secured in place with a wire suture during implant, a small piece of the header broke off. The wound was flushed and an x-ray was performed however the chipped portion of the header was not detected. The device was removed and the case was completed with a new ipg. There was no other report of injury or complication.

Manufacturer narrative:
The returned device was analyzed. A deformation in the suture hole was observed, and it was due to a missing piece of epoxy. The failure was replicated in the lab with the insertion of a surgical tool (e.g. Needle) into the suture hole and using the suture hole as an anchor. When force was applied to the needle, it caused the epoxy to dislodge similar to the customer report. The characteristic of the defect was attributed to excessive manipulation of the suture hole during the procedure. The manufacturing record was reviewed and no nonconformities were found. This is the only report of this type of failure.